Event description:
Customer returned unit to co's vaporizer center for servicing. When tested, the unit was found to have output low to specification. Investigation/conclusion: the vaporizer was disassembled and metal contamination was noted under the thermostat flapper. Ohmeda has reviewed their assembly procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the fifth MDR within the last 12 months involving a tec 5 vaporizer wherein the cause was due to metal contamination. The installed base of tec 5 vaporizers is in excess of 50,000 units.